Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/17/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located on the left side of abdomen at the sensor site, and was described as a burning sensation. The patient saw a doctor on (B)(6) 2016. No medications were prescribed. The doctor suggested that the patient relocate where he inserts his sensors. At the time of contact, patient is well. No additional patient or event information was provided.